Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received a check IV set message. Per troubleshooting, it was determined that the problem was isolated to the ail assembly. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi check IV set message 8100. Technical support: ensure that the administration set is correctly installed. Using the applicable maintenance software: a. Select door ajar/flo-stop sensor test and perform the test. B. Select patient side occlusion and perform the test. C. Select fluid side occlusion and perform the test. Return module to factory explained problematic fault to the pressure sensors on the device. Customer edited task analog sensor, and door ajar in system maintenance. Voltage reading display correct values. Door ajar task recognizes the safety-clamp not responding correctly. Assisted customer to isolate problem to the ail sensor assembly. Suggested to customer to repair/ replace the ail sensor assembly. Informed customer if any further concerns and/ or issues to give a call back. End call. A review of the device history record for sn15362962 was performed from date of manufacture 10/09/2018 to present date 01/19/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: customer receiving "check IV set", message when connected to system maintenance for 8100. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that the device received a check IV set message. Per troubleshooting, it was determined that the problem was isolated to the ail assembly. There was no patient involvement.